Event description:
The customer reported that the sys intermittently locked up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard disk drive and the software replacement parts were ordered. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.